Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported rupture was unable to be confirmed however the inner member had a tear which is likely what was perceived as the rupture. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mid right coronary artery with mild tortuosity and mild calcification. A 2.5x12mm trek rx balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The balloon was soaked and air aspiration was performed outside the anatomy prior to use. The trek was advanced toward the target lesion, inflated once up to 7 atmospheres but would not inflate any further. Per angiogram, contrast was seen and a leak was suspected. The device was removed and a new 2.5x12mm trek rx bdc was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.